Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description. (B)(6) 2018 07:35:16 (B)(6) . Fsod calibration failed msiii pump. Track wise number from cad is: (B)(4). ____________________ problem description (B)(6) 2018 09:04:38 (B)(6). There was no patient involvement. Sn (B)(6). Bob pieper had a msiii infusion pump. Channel a & b failed fsod calibration step 2. I reviewed the calibration data and recommended bob to replace drive module assy. Bob will replace drive module assy.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). There was no patient involvement. Sn (B)(4). (B)(6) had a msiii infusion pump. Channel a & b failed fsod calibration step 2. I reviewed the calibration data and recommended (B)(6) to replace drive module assy. (B)(6) will replace drive module assy.